Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 15.9-16.0cm and 23.2-23.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 19.2-19.4cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. External insulation abrasion was noted at 7.7-7.9cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. (B)(4). (B)(6).